Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Analysis was unable to verify unexpected restart alarm and to perform unexpected restart error test due to no button response. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that they received an unexpected restart alarm after battery change and the buttons were unresponsive as well. The customer's blood glucose was 158 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.